Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touchscreen display with "dimming and getting harder to see." As well, as that the pumps usb port was loose and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to customers blood glucose. The customer declined follow-up from tandem technical support; therefore, further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.